Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise and changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for a revision procedure to address this event. Testing of the system beforehand was unable to reproduce noise. Surgical intervention was performed and the pocket was opened, and once again, no noise could be produced when manipulating the system. Due to absence of noise with testing, the physician elected to leave the s-ICD implanted in the patient and the pocket was closed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise and changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for a revision procedure to address this event. Testing of the system beforehand was unable to reproduce noise. Surgical intervention was performed and the pocket was opened, and once again, no noise could be produced when manipulating the system. Due to absence of noise with testing, the physician elected to leave the s-ICD implanted in the patient and the pocket was closed. No additional adverse patient effects were reported. Additional information provided from the field detailed the following regarding the observations in this event. Originally, a potential electrode fracture was suspected to have been the source of the noise. X-ray imaging taken beforehand did not show any abnormalities with the system. Noise was confirmed to have been recreated during testing of the system, including tapping the header of the s-ICD can. On the day of the scheduled intervention, despite following similar manipulation methods, noise was unable to have been recreated. The patient was anesthetized, the pocket was opened, the electrode mechanically manipulated, and unscrewed/re-screwed, yet no noise occurred. Following these findings, the physician decided not to replace the system. The pocket was closed, and the procedure concluded with the original system implanted, with no changes apart from temporary electrode disconnection and reconnection. The s-ICD system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of myopotential noise and changes in amplitude morphology measurements. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No adverse patient effects were reported.